Event description:
Patient had anaphalactic reaction towhat we suspect was the latex retension cuff on a barium enema tip. Medical intervention was required including the injection of epinephrine, solu-cortef, benadryl and oxygen. After treatment patient improved and was held for observation for about six hours before being discharged tohome. (E_z_em barosperse barium & bag were used in conjunction with enema tip. Product was not labeled as to contents or contraindicationsdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: labeling - incomplete, unanticipated adverse reaction - short term. Conclusion: other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service. The device was destroyed/disposed of.